Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software, product ID hh9020tdd, serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. Patient reported she was not able to connect to the pump when the handset was at 85% and states she had to charge the external device in order to connect. Agent had patient toggle of airplane mode. Patient reported lag at 90% when connecting to the pump and requesting a bolus. Agent reviewed data and how to delete the data. Patient was able to connect to the pump with no lag. Patient would call back if she needs further assistance. While now they had been having a lag at 90% and when they tried to bolus it would not connect to the pump. Patient states they were able to connect to her pump and request/receive a bolus. Patient service reviewed how to clear the data. Patient would call back if they needs further assistance.

Manufacturer narrative:
Correction to section h7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the handset was lagging for a very long time like 46 minutes. The patient said that they had been having problems with connecting for the last couple weeks. The patient said that a lot of times the myptm app would come up not working and it would take forever to connect to the pump. The patient said that by the time they finished connecting this morning, the handset showed a lockout of 2 hours and 46 minutes so they didn't have the bolus available button. The patient was guided through clearing the data. The patient was then able to connect to the pump without any lag. The patient saw that a bolus was available, so the patient delivered the bolus during the call. The patient noted that the handset lag was very aggravating. The troubleshooting steps resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that for a long time it was taking a long time to give them a dose. It was 25 minutes to do it, and that's when they called.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.